Manufacturer narrative:
Received one plp2020 in opened original package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection, the coag button was stuck. Upon further investigation of the inside components of the device, the coag wasn't retracting and it seemed like was evidence of corrosion. A likely cause of this issue is due to tissue or fluid ingress into the button site affecting button depression and release. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp2020, plumepen elite surgical smoke evac pencil was being used on (B)(6) 2023 during an ortho procedure and the ¿dr.utilizing plp2020 elite smoke pencil - coag got stuck on after activation unknowingly and he set it down and it left a patient burn adjacent to the surgical site.¿. Per further assessment no more information is known regarding this event. The sales representative surmised from conversations with the customer the burn was superficial; however, this was the sales representative's speculation. This report is being raised due to the reported injury of a burn to the patient of unknown degree.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp2020, plumepen elite surgical smoke evac pencil was being used on (B)(6) 2023 during an ortho procedure and the ¿dr.utilizing plp2020 elite smoke pencil - coag got stuck on after activation unknowingly and he set it down and it left a patient burn adjacent to the surgical site.¿. Per further assessment no more information is known regarding this event. The sales representative surmised from conversations with the customer the burn was superficial; however, this was the sales representatives speculation. This report is being raised due to the reported injury of a burn to the patient of unknown degree.